Event description:
It was reported that a device exhibited an error code two times which was not resolved by changing the batteries. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.